Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 06 april 2025,senseonics was made aware of an incident where user reported hypoglycemic event on (B)(6) 2025 at 2:22 am where user's bg was 63 mg/dl and no sg at the time due to expired calibration. After dms review,bg of 63 confirmed, and confirmed the user did not have sg values at the time. The user did not receive any alerts as their was no sg values at the time. The user self treated by eating something. The hcp was not aware of the event and advised the user to make their hcp aware.

Manufacturer narrative:
The user reported a hypoglycemia event, which happened on (B)(6) 2025 at 2:22 am. The user reported that blood glucose (bg) was 63 mg/dl and no sensor glucose (sg) reading was available due to expired calibration. A review of the data management system (dms) confirmed the event. The user did not receive any alerts at the time of event as calibration was expired. The user self treated by eating something and hcp was not aware of the event. The user was advised to make their hcp aware. A case ((B)(4)) was created to document and address the calibration expired alert. The user was doing fine and is using the system. There was no allegation of sensor inaccuracy from the user. This incident does not require any further investigation. B4. Date of this report: 20 may 2025. D4. Updated additional device information. G3. Date received by the manufacturer? 20 may 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturing date updated to 22 jan 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.